Event description:
Related manufacturer report numbers 3006705815-2022-00471, 3006705815-2022-00472. It was reported that the patient was not receiving effective therapy from their system and they were experiencing pain at the ipg site. In turn, surgical intervention may take place to address the issues.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.